Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse checked for signs of damage and found that the touchscreen didn't work very well. The fse performed screen calibration. The fse did a test run and left the unit on for about two days. After testing, the unit worked normally. The touchscreen can be pressed normally.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) touch screen was unusable. There was no harm reported.